Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported being unable to initiate prime of accu-chek spirit pump after several attempts; customer alleging that check button sticks and does not always respond. No adverse event reported. A request was made for the return of the device, replacement sent.